Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. Olympus technical assistance support advised to if a scope image is present while error appears on monitor, select the esc key on the cv-190 keyboard to clear the error and proceed. In the future please do not hot swap scopes, power down to remove and install scopes in light source. Also, error must be cleared before trying an additional scope or it will appear that the additional scope has same error. Foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts of scope. And to: wipe the electrical contacts on the endoscope connector using clean lint free cloth moistened with seventy percent ethyl or seventy percent isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center presented the communication error b30. The issue occurred during inspection for use. There were no reports of patient involvement.